Event description:
It was reported to philips that equipment does not start. System was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully. Upon functional testing, the fse found corrupted suite pc software. To resolve the issue, the fse reinstalled the suite pc software. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.